Event description:
It was reported that the tuftex otw balloon ruptured during a procedure. It was checked prior to use. No patient injury was reported.

Manufacturer narrative:
The device was not received for investigation. However, the photo provided confirmed the report. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.